Event description:
The nurse hung an insulin infusion on an alaris pump to run at 2.6 ml/hr. She heard the pump beep 3 minutes later, and discovered that the entire 100 units/100 ml of regular insulin had infused. The nurse had a second nurse and pharmacist check the pump programming, and it appeared to be correct. The patient was closely monitored, and was given dextrose and potassium.the pump lvp was sent to clinical engineering for analysis. The manufacturer was also contacted, and the pump and tubing were sent to manufacturer.according to the user facility, the manufacturer investigative summary is as follows: "the device was found to have a broken upper hinge post on the platen assembly. Testing of the device with a broken upper hinge post resulted in the device not properly regulating the flow and over infusing."